Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the physician had difficulty finding a good position with good electrical values for the rv lead. After attempts in different locations, the lead was finally positioned with all electrical values in range. A small pericardial effusion was observed after the procedure. Patient condition after the event was good.